Event description:
Customer states her husband appeared sweaty, clammy, and somewhat unresponsive. She tested his blood glucose and the result was 169 mg/dl. Customer believed her husband was having a stroke and called emergency medical technicians (emts). He was treated with liquid glucose and transported to the hospital where his blood glucose result was in the 40's (mg/dl). While at the hospital, it was discovered the customer had two clots in his lungs and he remained in the hospital for two weeks. No quality controls used. Requested return of suspect device and replacement was sent.